Event description:
It was reported that a rotawire fracture occurred.. The target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A rotablator burr and a 330cm rotawire were selected for use. During procedure, it was noted that the rotawire fractured and was then retrieved from the patient's body by entangling it with 0.014 guidewire and the burr was simply pulled out. There were no device fragments left inside the patient's body. It was stated that the burr did not come in contact with the rotawire's spring tip however, it may have came into contact with the bifurcation carina section as the bifurcation was a steep angle. The procedure was completed with another of the same device. No patient complications reported and patient's condition is good.